Event description:
An additional report was received from a facility regarding heating of the cidex opa in the aer. Besides the initial user, the caller reported another technician experienced transitory eye irritation. No treatment was needed info regarding the technician was requested. An asp field service engineer (fse) went to the facility to assess the unit. The customer later stated the aer unit is working fine.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) reported the controller board failed causing the cidex opa heater to stay on. This heated the cidex opa solution creating a steam that was irritating to the eyes. The actual temperature of the cidex opa was not available, but most likely not 250 f as the customer claimed. The solution was hot, but not visibly boiling. The unit was put up for service. The fse replaced the controller board and also ordered the new style opa reservoir and replaced the opa reservoir and heater on both units. The new style tank and heater will prevent overheating from re-occurring. Reference mdrs: 2084725-2009-00470 and 2084725-2009-00490.

Manufacturer narrative:
Changed from "adverse event" to "product problem". The (B)(6) experienced transitory eye irritation and no treatment was needed. The complaint showed the correct product, aer, but medwatch 2084725-2009-00491 initial and supplemental 1 were submitted incorrectly under the asp registration # instead of the minntech registration #. This complaint ((B)(4)) is voided and the replacement complaint is (B)(4), medwatch 2150060-2010-00081.

Manufacturer narrative:
Asp investigation summary: the investigation included service history review, complaint trending by problem code, failure mode and effects analysis, health hazard evaluation, and system hazard and user misuse analysis. Review of the service history from may 2010 to october 2010 of this aer unit was completed and the following trends were found: there is a trend with the controller board/ pwa microprocessor replaced more than three times in six months on (B)(6) 2009 and as reported for this issue on (B)(6) 2009. Hence the trend is considered significant. There is one similar human reactions, "hr-eye splash" issue reported on (B)(6) 2009 for which the pwa microprocessor was replaced. On 02/2010 asp sent a heater disconnection letter, to the customer, as part of field correction, in order for the facility to disconnect the heater from the aer unit and avoid over heating issues. Aer cpuy (complaint per unit year) trend chart for problem code "hr-eye reaction" from 10/2009 through 10/2010 was completed. The trend line lies below the ucl for all twelve months. The trend line and the cpuy values are high from 02/2010 to 03/2010 and decrease after 03/2010. The fmea (failure mode and effects analysis) was reviewed and (B)(4). The hhe (health hazard evaluation) shows the score for overheating is 8 which is of moderate risk. The cidex opa solution/disopa shuma (system hazard and user misuse analysis) was reviewed and it was determined that the risks associated with hr-eye exposure are all category I which is considered low risk. Two capas (corrective and preventive action plan) were opened to address the issues of overheating and tank replacement. The disinfectant heating function fails to shut off at the correct temperature causing overheating of the disinfectant. The old reservoir tank assembly is assembled not molded which can crack and may cause leaks. The service history shows that this aer unit has not had the tank replaced since the installation.